Event description:
The customer stated that she had been receiving high control test results. While troubleshooting, she performed 2 more control tests and received results of 280 and 282 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.